Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11corrected field: h4, h6 (investigation findings, investigation conclusions)

Event description:
N/a.

Event description:
It was reported that during a routine inspection, the cardiosave intra-aortic balloon pump (iabp) power cord was jammed and would not retract. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to put the power cord back into position without replacing any parts. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).